Event description:
It was reported that during a coronary stent procedure of a right svg lesion, the stent dislodged. The delivery/stent device was advanced over a cordis stabilizer wire. Proximal to the touhy before advancing through the touhy, the stent dislodged outside of the pt. Procedure completed with another stent. No pt injuries or complications were reported.